Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: respiratory therapist (rt) reported that g5 displayed "no ventilation delivered to patient", "low internal pressure" and "oxygen and air supply failed". Pressure dropped 500cc. Rt ran tightness and flow sensor from pre-op menu, changed external filters, verified they were connected to high pressure o2 and air. The device had preventive maintenance "a couple of months ago". Technical fault (tf) 5507 occurred. The mixer valve was tried to recalibrated, tf remains.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: respiratory therapist (rt) reported that g5 displayed "no ventilation delivered to patient", "low internal pressure" and "oxygen and air supply failed". Pressure dropped 500cc. Rt ran tightness and flow sensor from pre-op menu, changed external filters, verified they were connected to high pressure o2 and air. The device had preventive maintenance "a couple of months ago". Technical fault (tf) 5507 occurred. The mixer valve was tried to recalibrated, tf remains.